Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. It was reported that a patient was involved in an assault which resulted in a poly fracture. The patient was not revised until approximately 2 months after the trauma. As the complaint indicates, the patient experienced an external trauma (assault) which triggered a cascade of complications. There are no indications of device failure prior to the traumatic event.

Event description:
It was reported that a patient underwent a hip arthroplasty. Subsequently, the patient was assaulted, and it is believed to have caused the lip of the poly to fracture which resulted in the ceramic head wearing through the poly and eating away at the tmmodular cup. This resulted in metallosis and the patient needing a revision to remove all the acetabular components.

Manufacturer narrative:
(B)(4) d10: (B)(6)liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells unknown g2: foreign: united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.